Manufacturer narrative:
The hill-rom technician found the microspheres, airflow valve, filter and sheet and diffuser board needed to be replaced. The technician replaced the microspheres, airflow valve, filter and sheet and diffuser board to resolve the issue. Based on this information, no further action is required. The patient had wound on her right buttocks was a stage one and progressed to a stage 3. Patient is being treated with ointments and dressings. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the account performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the patients wounds were getting worse. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).